Event description:
It was reported that pre-operatively, during system startup, the operating room tower interface (orti) lost connection within approx imately 20 seconds of powering on. Multiple restarts were performed, including shutdown via the uninterruptible power system (ups) and an emergency shutdown by the field service engineer, but still it did not resolve the issue. The system was moved to storage and after reconnecting power, the system started up normally. No patient involvement at the time of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.